Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that the following results on the inform ii system were obtained on a neonate patient less than 10 minutes apart: 600 mg/dl and 309 mg/dl. At an unknown time, the neonate patient was tested on a 2nd inform ii system and a result of 71 mg/dl was received. No adverse event reported. The manufacturer requested return of suspect product for evaluation.